Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force esnsor resistor. Unable to verify no delivery alarm due to prime anomaly.no motor error alarm noted. Motor passed motor test. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test. Unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported this was the third time the motor error alarm occurred. Customer's blood glucose was 122 mg/dl. The customer stated the drive support cap appeared to be normal. It was also found the customer was able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.